Event description:
It was reported that the control-iq algorithm delivered an auto-bolus in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 234 mg/dl, and the meter bg reading was 180 mg/dl. This level of inaccuracy does not present significant medical risk according to the parkes error grid. As a result of the auto-bolus, customer's blood glucose (bg) level lowered to 36 mg/dl. Bg was addressed via consumption of dextrose and juice, and the customer reportedly lost consciousness. An ambulance was called, and paramedics checked on the customer and provided glucose to address bg. Bg was addressed via consumption of dextrose and juice. System check with technical support did not identify any additional issues with the pump or related supplies. Recommendation was made to consult with healthcare provider regarding diabetes management.